Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to broken off reservoir tube lip. A test reservoir was installed and did not lock into place due to completely broken off reservoir tube lip. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corner. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not holding the reservoir in. The reservoir kept falling out. The area was cracked. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.